Event description:
This female patient with a history of hypertension and cerebrovascular disease had three cypher selects stents, a 3.5 x 23mm, a 3.0 x 23mm, and a 3.0 x 13mm, implanted in the proximal through distal left anterior descending artery due to acute anterior wall myocardial infarction (mi) greater than 72 hours post onset of symptoms. She was currently taking anti-coagulants, ace inhibitors, and beta-blockers. Pre-procedure, aspirin, plavix were administered. The target lesion was described as a 75%, 48.4mm, de novo, irregular, type c stenosis extending from the proximal through the distal lad. The vessel was 3.34mm in diameter and there was pre-existing thrombus in the target site. The lesion was predilated with a 2.5 x 20mm balloon inflated to 10 atms. The 3.5 x 23mm stent was deployed in the proximal lad to 18 atms with satisfactory results and was not post dilated. The 3.0 x 23mm was deployed in the mid-lad to 18 atms with good results and was not post dilated. Following deployment of the 3.0 x 23mm cypher select stent in the mid-lad a dissection was noted extending from the distal edge. A 3.0 x 13mm cypher select stent was then positioned to cover the lesion and was deployed to 16 atms with good results. The lesion was not post dilated. Residual stenosis within the target was 17% with timi iii flow through out the vessel. At one-month follow-up the patient denied cardiac symptoms and was compliant with all medications. The patient complained of ongoing tachycardia; therefore, dilatrend was discontinued and the patient was started on tenormin.

Manufacturer narrative:
In summary, the target lesion was described as a 75%, 48.4mm, de novo, irregular, type c stenosis extending from the proximal through the distal lad. The vessel was 3.34mm in diameter and there was pre-existing thrombus in the target site. The cypher stent is indicated for the treatment of discreet, lesions of less than 30mm in length. Additionally, the safety and effectiveness of the cypher stent has not yet been established in patients with unresolved thrombus at the target site and in lesions where complete expansion of a balloon cannot be anticipated. The stent was deployed to 18 atms, which is above rated burst pressure of the device (16 atms). The IFU warns the user not to exceed the rated burst pressure of the device. Following stent deployment a distal dissection was noted. This was treated with the placement of an additional stent. The IFU states cautions that implanting a stent may lead to dissection of the vessel distal to the stented segment and that this may require additional intervention. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. In conclusion, vessel dissection is a known complication of coronary artery stenting and most often is related to the extent of the patient's coronary artery disease and procedural factors. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. There are lesion and procedural factors that contributed to this event. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.